Manufacturer narrative:
The device was returned for evaluation. Investigation found cracks in the top housing. Low voltage was found across all batteries. Signs of fluid ingress were found within the pod, on the batteries and pcb. Download failed when connected to external power. It is unclear when the cracks formed, or if it contributed to the reported event. A root cause for the reported event could not be determined. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose reached as high as 354 mg/dl, but also reached a low of 36 mg/dl while wearing the pod between 4 and 24 hours. As a result, the patient became incoherent and the spouse called a ambulance, which arrived to treat her. The emt's gave the patient a glucagon shot to help raise her bg levels and put the patient on IV fluids. Patient reported using a insulin, but did not specify what it was to identify it. Patient attempted to treat low bgs with candy and apple juice. Patient reported spending more time than normal, walking and swimming during this period. No further information is available. On (B)(6) 2018 : 831pm 354mg/dl , 11:15am 305mg/dl, 10:20am 348mg/dl , 4:09am 219mg/dl , 12:06am meter error 1 . On (B)(6) 2018 : 843am 174mg/dl, 453pm 122mg/dl , 642pm 122mg/dl , 1140pm 36mg/dl.

Manufacturer narrative:
Investigation found cracks in the top housing. Signs of fluid ingress were found within the pod, on the batteries and pcb (printed circuit board). It is unclear when the cracks formed, or if it contributed to the reported event. A root cause for the reported event could not be determined.